Manufacturer narrative:
A4: added patient weight. B7: added medical history. H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H6: updated results code 2 for sterilization evaluation. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??: [missing records: records for the previous repair of an umbilical hernia were not provided.] On (B)(6) 2010: (B)(6) hospital. (B)(6) , md. Operative report. Preoperative diagnosis: recurrent umbilical hernia. Postoperative diagnosis: recurrent umbilical hernia. Operation: laparoscopic repair of recurrent umbilical hernia. Assistant: ruth s. Reid, rn. Anesthesia: general. Estimated blood loss: 10 ml. Complications: none. Condition upon leaving the operating room: good. Indications: (B)(6) is a 31-year-old female, who has had previous repair of an umbilical hernia. This has recurred with increasing pain and bulging at the umbilicus. Following appropriate informed consent, she was brought to the operating room for laparoscopic repair. Description of operation: ¿following appropriate general anesthesia, the patient was prepped and draped in the usual manner. A small incision was made in the left upper quadrant of the abdomen, allowing placement of a 5-mm trocar under direct vision. Abdomen was insufflated with co2 at appropriate tension and an additional 5-mm trocar was placed on the left side of the abdomen and two 5 mm trocars were placed on the right side of the abdomen. The hernia defect was identified and the peritoneum was reduced. A 10 x 15 gore-tex dual mesh was chosen and inserted and tacked at the 12 o¿clock, 3 o¿clock, 6 o¿clock, and 9 o¿clock positions with sutures and tacked circumferentially with a double-row of spiral tacks. This resulted in a firm tension-free repair. Inspection confirmed no abnormalities. The trocars were withdrawn. The skin incisions were closed with skin staples and the patient was awakened, extubated, and brought to the recovery room with stable vital signs. Sponge and needle counts were correct upon leaving the operating room.¿ on (B)(6) 2010: (B)(6) hospital. Surgical documentation. Implant record. Asa 2. Wound class: clean. Weight 196 lbs, bmi 27. History: reflux disease, depression. Surgical history: hernia repair, age 2. Social history: alcohol, none. Tobacco, none. Drug use, none. Mesh dual 1x10x15cm-1dlmc03. Implant site: abdomen. Quantity: 1. Manufacturer: gore. Lot number: 7225085. Expiration date: 08/11/14. The records confirm a gore® dualmesh® biomaterial (1dlmc03/7225085) was implanted during the procedure. On (B)(6) 2016: (B)(6) health st. Petersburg. (B)(6) . Anesthesia record. Procedure: myomectomy (abdominal). Post-op diagnosis: abnormal uterine bleeding/fibroids. Asa 2. On (B)(6) 2016: (B)(6) health st. Petersburg. (B)(6) , md. Operative report. Preoperative diagnosis: the patient is a 38-year-old, p4-0-0-4 with abnormal uterine bleeding. Uterine leiomyoma. Postoperative diagnosis: the patient is a 38-year-old, p4-0-0-4 with abnormal uterine bleeding. Uterine leiomyoma. Procedure performed: abdominal myomectomy. Specimens removed: uterine leiomyoma x3. Findings: multiple uterine fibroids, normal fallopian tubes and ovaries bilaterally. On (B)(6) 2017: (B)(6) medical center. (B)(6) , md. Operative report. Preoperative diagnosis: infected umbilical hernia. Postoperative diagnosis: infected umbilical hernia. Postoperative diagnosis: infected umbilical mesh. Procedure performed: removal of infected umbilical mesh with repair of umbilical hernia. Estimated blood loss: 10 ml. Specimen: infected mesh. Anesthesia: by general. Description of procedure: ¿on the date of procedure, (B)(6) 2017, the patient was brought to the operating suite, where she was placed on the operating table in supine position. Following establishment of general anesthesia, the patient¿s abdomen was prepped and draped in the usual sterile fashion using betadine paint. Initially, the area of planned surgery was infiltrated with local anesthesia. An incision was made in the umbilicus. This incision was taken though the skin to the subcutaneous tissue by sharp dissection. Hemostasis was achieved with electrocautery. The area of the mesh was then identified. The infected mesh was then excised by sharp dissection. Portions of this mesh were sent to pathology for culture. Following this, the subsequent hernia defect was closed with interrupted number 1 prolene sutures. The skin edges were reapproximated with interrupted 3-0 vicryl suture was placed in the deep dermis. Dermabond was placed on the skin. The patient was awakened and returned to recovery room in satisfactory condition. She appeared to have tolerated the procedure well.¿ on (B)(6) 2017: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2017 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d15: cause not established. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent laparoscopic umbilical hernia repair on (B)(6) 2010 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infected mesh requiring removal surgery. Additional event specific information was not provided.